Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a cover issue; this condition had the potential to interrupt delivery. This condition was found in the "med b" department. It is unknown when this event occurred. The facility representative stated that there was no patient involved; therefore, there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a cover problem was confirmed during product evaluation. The root cause of the reported problem was determined to be a broken pump head door cover.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.